Event description:
It was reported that during an unknown procedure, the device was not functioning properly. Device is not opening correctly.

Manufacturer narrative:
(B)(4). Date sent: 10/22/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Additional information was requested and the following was obtained: "how did device not work? The device jammed when loading the clip. Did device jammed (not fire clips)? Device jammed. Did device not feed clips? Device didn¿t feed clip. Did device drop or eject clips? Neither happened. Did device sideways feed clips? No. Did device fire malformed clips? No. Did device fire scissored clips? No. If other please specify: during the time I was going to load the clip in the feeder, the clip didn¿t eject because the handle was locked, and couldn¿t open again. Is the current patient status known? The clip applier was not used on patient, it was discarded before the patient was in the room. The clip applier was then replace by one that worked well for the rest of the procedure." An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.